Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, an enlarged atrium, prolapsed anterior, flail, thicken and frayed leaflets. An xtw clip was inserted and was advanced under the valve. However, the clip became caught in the chordae and was unable to be removed. It was noted that one gripper was not functioning as intended. Although the clip remained in the chordae, it was able to grasp both leaflets, reducing mr to a grade of 1-2. No additional clips were implanted. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported entrapment of device (clip caught on chordae). The reported gripper actuation issue appears to be related to the clip being caught on the chordae. The reported unexpected medical intervention was a result of case specific circumstance as the clip was deployed where it was caught. There is no indication of a product issue with respect to manufacture, design, or labeling.